Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the device did not provide an image and the unit failed leak testing due to cuts in the bending section. Additionally, the switches buttons did not activate, and the device failed electrical safety testing due to the cuts on the bending section. The source of the switch failure was isolated to the pc board. The video connector unit and the switch unit were replaced but there was still no image. The exact cause of the image problem could not be determined. The device was serviced and returned to the user facility. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic procedure, the device "stopped working" and reportedly experienced an image loss. The procedure was completed with a different but similar device. There was no pt harm reported.